Event description:
The physician claims that, the graft was implanted to repair an aortic arch dissection. After the graft anastomosis was completed, before the heart lung machine was stopped, the artery was de-clamped. The graft then leaked blood for up to 90 minutes (exact quantity of blood lost through the graft has not been reported to bsc). The physician attempted to stop the bleeding with tabotamp and histoacryl. The graft continued to leak blood. The physician elected to close the patient's thorax. The patient was then transferred to intensive care. After 3-5 hours, the patient was returned to surgery, where upon the thorax was re-opened. The patient's thorax was found to contain approximately 1.5 liters of blood. After continual attempts to stop the bleeding, the graft became blood tight. The graft was left in. The patient was moved to intensive care again and remains there because new dissections were found from the aortic arch to the descending aorta. It appears, at this time, that the physician may not provide any additional information pertaining to this case. In 2006, we learned that the graft leaked only through its suture holes and not from its walls. In addition, the 1.5 liters of blood in the thorax was from the suture hole leakage. As translated directly from the surgical report: (in the presence of persistent bleeding in spite of trasylol (aprotinin), platelets, ffp and packed red blood cells, prompt rethoracotomy follows due to a blood loss of almost 2000ml. Initial inspection reveals the same picture of diffuse bleeding from all the puncture channels and from the deaeration site. Multiple teflon reinforced suture repairs at the anastomosis seam bring little improvement. However, the hemorrhage decreases markedly with time following irrigation with warm water, so that the thorax is closed again and the patient transferred back to the cardiac surgery intensive care unit.